Manufacturer narrative:
The batch number was not reported and therefore a device history record review could not be performed. The device has been implanted and will not be returned for analysis. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. The patient was treated with therasphere radioembolization. The patient was in a very advanced disease state and died within thirty days of treatment. No further information was provided.